Event description:
It was reported that a mega suturecut needle driver instrument had loose wiring. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. The customer initially reported a loose wire issue. However, for clarification the damaged instrument component was a broken grip cable. Based on this clarification, the customer reported complaint is confirmed. One grip close cable was found to be broken at the distal idlers. The idler pulley spun freely and was not damaged. A cable segment was found to be sticking out at the wrist. Other cables at the wrist were not damaged. Additional finding: the instrument was found to have broken housing snaps. Four of four housing snap tabs and three adjacent housing pins were broken. The housing was able to be removed as a result of the damage. Instrument may have been mishandled. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however the reported malfunction if to recur could cause or contribute to an adverse event.